Event description:
It was reported that there was a purge problem with a 250 ml cassette, leading to occlusion alarms in the pump despite adherence to proper nursing practices. These alarms did not occur when using 100 ml cassettes. While there was speculation about a batch issue, the cassettes functioned correctly with another pump. The pump was utilized for IV antibiotic and pca oxycodone treatments. The problem was solved by switching to 100 ml cassettes. The patient prescribed medical regimen included IV antibiotics (fortum 4gr) alongside unrelated oral medications, though specific details of the latter were not accessible. There was patient involvement, but no patient harm adverse event was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Corrected data: d4 ¿ UDI. Two samples were received for evaluation in unused condition. Visual inspection found no defects or discrepancies. Functional testing was unable to confirm the reported failure mode. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.